Event description:
A report was received that the patient had nausea, vomiting, constipation, and severe abdominal pain after a permanent implant procedure. X-ray revealed multiple loops of distended bowel with air/fluid levels. The patient was admitted in the hospital wherein a nasogastric tube was placed in the abdomen for low intermittent suction while pain was being controlled by toradol medication. It was believed that the event was to be related to patient's use of opiate medications as the cause for the ileus and that it was also procedure related. The patient's symptoms had improved and the patient was discharged from the hospital. The event was resolved.